Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced vision lost in left eye twice and some vision loss at different times. Additional information was requested and received that the patient also indicated that around july vison went out of my left eye told my doctors thy said if it happens again go to the ER it happened again on (B)(6) 2022 the hospital ended up keeping me to run test they ruled out a stroke but had no answer as to why it happened [doctor] took a bunch of test and could not find anything I just say her again because my eye keeps losing vision she still found nothing. So I'm going to try glasses to see what happens. My eye went out some today while I was at the store.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).